Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that they had no delivery alarm. Customer's blood glucose at time of incident was 28 mg/dl. Customer was hospitalized for low blood glucose. The customer perform displacement test and it is ok. The customer stated the pump was not dropped and the drive support dap appears normal. The customer agrees pump is operating as designed. The customer stated that the alarm happen during normal use. The customer was advised that we are sending pump replacement. The customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. The insulin pump passed the delivery volume accuracy test.